Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level was 500 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Customer advised they will call back when they get home to troubleshoot and change out their entire set.